Event description:
The customer alleges his scooter caught on fire while he was driving on his lawn. There were no reported injuries.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.